Event description:
Dr. (B)(6) removed the sion blue wire from its hoop and shaped the tip per his normal process. He inserted the wire into the body and just after it exited the guide catheter he noticed under magnification that the wire looked to be unraveled or pulled apart slightly about 2 cm proximal to the distal tip of the wire. He immediately removed the wire from the patient and used a new one to complete the procedure.